Event description:
At about 4 years 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 august 2025. Gmk-hinge 02.09.4005r gmk-hinge tibial tray - 5r (k130299) lot. 2000774: (B)(4) items manufactured and released on 15-april-2020. Expiration date: 2025-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-hinge 02.09.0517h gmk-hinge tibial insert - size5 - 17 mm (k130299) lot. 182058: (B)(4) items manufactured and released on 13-june-2018. Expiration date: 2023-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-hinge 02.09.2606r gmk-hinge femoral component r - size 6 (k130299) lot 1905565: (B)(4) items manufactured and released on 13-dec-2019. Expiration date: 2024-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.